Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump received with a battery out limit. The customer's blood glucose at the time of incident was 399 mg/dl. Troubleshooting was initiated and the customer was able to complete the priming procedure, but afterwards the buttons were unresponsive. The customer agreed to return the insulin pump for analysis and the customer was shipped a replacement device.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to broken trace at keypad assembly. The insulin pump was unable to verify battery out limit alarms due to unresponsive buttons. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.